Event description:
Pt was in operating room undergoing placement of hip prosthesis. At insertion of cement, pt became unstable and coded. Although pt initially responded to resuscitative efforts cardiac and respiratory condition deteriorated and pt expired in the or.